Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The fse instructed the customer to clean and align the probe rinse block to the probe port to resolve the leak. Failure mode of the leak is attributed to a misaligned probe rinse block. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak of approximately 1 ml from the rinse block of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak consisted of blood and the fluid had leaked onto the counter while running controls. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.